Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was observed at the top of the silicone segment. Visual inspection under a microscope showed a pinhole at the location of the leak. The customer complaint was verified. From the manufacturer's investigation, it was not possible to identify a potential root cause, also not possible to replicate/confirm that the condition reported is related to the manufacturing process. However, improvements were made to improved the pumping chamber assembly process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that leaking from the pliable tubing portion that goes into the alaris pump.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.